Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing poor image quality. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of the transducer confirmed the imaging issue as described by the customer. Investigation of the device revealed a chipped and corroded connector, fluid ingress into the connector, torn distal rubber, loose beading, cracked strain relief, scratches on the tip, and damage to the handle. The physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.